Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign matter was not identified. The cause of the foreign material in the channel was attributed to the customer not following reprocessing steps. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif-1tq160 operation manual chapter 3 preparation and inspection states how to detect the event. Gif-1tq160 reprocessing manual chapter 3 cleaning, disinfection and sterilization . Olympus will continue to monitor field performance for this device.

Event description:
The customer reported angulation malfunction, worn conduit, channel crushing at approx. 40cm, control of tie rods required on the evis exera gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: plastic distal end cover had foreign objects. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found plastic distal end cover had remaining foreign material on top near a light guide lens due to insufficient cleaning. Additionally, a leakage was found between the up/down and right/left knob. The customer later stated that the device was reprocessed before sending it in for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.